Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). The new product broke during the first surgery.

Manufacturer narrative:
The foot plate of the punch is broken-off. The fragment is available. Investigation was performed, using the digital microscope vhx-600 by keyence and the hardness tester vickers hv5, identification no. (B)(4). The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The hardness test confirmed the pre-set values. Hardness target 420 + 110, hardness actual 485. The device history files have been checked and were found to be according to the specifications valid at the time of production. No other incidents have been filed within the affected batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. This kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective / preventive action is not required.